Event description:
It was reported that during new ICD implant procedure, the pocket was closed and the ICD spontaneously charged. The device was temporarily programmed off. Noise was detected on the rv pace/sense portion of chronic rv lead. Pocket was re-opened and the rv lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.